Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose 422 level of mg/dl. The customer had symptoms such as nausea and headache. The customer treated high blood glucose with an injection. Customer's blood glucose value was 585 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed found the insulin pump failed the self-test and alarmed rf pic failed. The drive support cap appeared normal. There were no site or insulin issues. The device settings were correct. There were no leaks however, air bubbles were present along the tubing. Mother declined further troubleshooting for high blood glucose after learning about air bubbles. The insulin pump will be returned for analysis.